Event description:
The surgeon implanted an aa4203tl silicone toric lens, but it tore while being inserted. The lens was removed with no pt injury or complications. The facility believes that there was a problem with the cartridge. An mtc-60c cartridge and an msi-tr injector were used, but the lot numbers were not provided by the facility.